Manufacturer narrative:
The subject device was returned to omsc for evaluation. The exact cause of the reported event has been under evaluation, therefore the exact cause could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the dirt was stuck in the instrument channel. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Evaluation found dirt in the instrument channel, but could not confirm dirt enough for a cleaning brush to stuck. As a result of component analysis of the dirt by omsc, it was found that it is protein. Origin of protein could not identified, but it could have been a chemical which composes of human or protein. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.